Event description:
The facility reported to baxter that an IV went interstitial and the pt was injured as a result. The pump was reported to be infusing a potassium chloride solution to a pt who was undergoing a dental surgery in the operating room. The IV was reported to "go tnerstitial" and as a result, the pt required skin grafting to repair the damage. Despite baxter's efforts to obtain additional info, details were not available regarding pt's demographics and status, rate of medication involved, date of the reported event, serial number and set up of the infusion device.